Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly, the safety shield did not retract. The surgeon was able to complete the procedure with the device. The hospital has reported no patient injury occurred.